Event description:
It was reported that patient underwent a revision procedure six years post-implantation due to pain, limited mobility, metallosis, and adverse local tissue reaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: versys hip system femoral stem p/n 00408801206 l/n 61834811; shell porous with clusters p/n 00620005422 l/n 61842614; bone screw p/n 00625006535 l/n 61844752; cerclage cable with crimp p/n 00223200228 l/n 61821667; liner standard p/n 00630505032 l/n 61821356. Reported event was confirmed by review of photos of the explanted femoral head. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of 0002648920-2018-00259. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0002648920-2018-00259.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (kept by patient). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: trilogy acetabular system liner, p/n 00630505032, l/n 61821356.

Event description:
It was reported that patient underwent a revision procedure six years post-implantation due to pain, metallosis, and adverse local tissue reaction. The head was removed from the stem and a small amount of corrosion was noted in the head and on the trunnion. A new liner and head were implanted. Attempts to obtain additional information have been made; however, no more is available.